Event description:
Caller reported that the insulin gauge displayed a different amount than expected, specifically that the insulin display went from 70 units to zero without any interaction with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer changed the infusion set and resumed insulin therapy.